Event description:
A health care professional reported that the vitrectomy probe stopped cutting and was only aspirating during vitrectomy surgery. The procedure was completed after replacing the probe with new one. There was no information reported about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).